Manufacturer narrative:
According to the notification form received from cryolife representative, "today I received a phone call from dr. (B)(6), who is a vascular surgeon at (B)(6). He told me he had a patient who had a hero implanted 8 years ago, and who was also the recipient of a recent kidney transplant. When dr. (B)(6) went to remove the hero, he noticed a very large fibrous clot that had attached itself to the distal tip of the venous outflow component [voc]. He then called for a cardiac surgeon to assist him to successfully remove the venous outflow component from the patient without dislodging the clot. The patient is fine and no additional surgical intervention was necessary at this point according to the surgeon." Multiple attempts have been made to gain additional information from the complainant; however all have been unsuccessful. Thrombosis is the most common cause of vascular access dysfunction and a potential complication listed in the (IFU). With the limited information available it is not possible to determine the specific relationship between the fibrous clot attached to the voc and the hero graft; the surgeon was unable to provide additional clarifying information regarding the alleged event or details from the 8 year history with the hero device. Patient history is unknown and risk factors for bleeding and thrombosis cannot be assessed at this time. The clot was treated appropriately with voc removal and assistance from a cardiac surgeon. In this case, pulmonary embolism was avoided, and the patient was not impacted beyond prolonged surgery. Limited information is available about the events and a definitive root cause could not be determined. Thrombosis is a known potential complication with the hero graft and is listed in the IFU. There is no evidence to suggest that an error occurred in processing or production. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
According to the report from cryolife representative, "today I received a phone call from dr. (B)(6), who is a vascular surgeon at (B)(6). He told me that he had a patient who had a hero implanted 8 years ago, and who was also a recipient of a recent kidney transplant. When dr. (B)(6) went to remove the hero, he noticed a very large fibrinous clot that had attached itself to the distal tip of the venous outflow component. He then called for a cardiac surgeon to assist him to successfully remove the venous outflow component from the patient without dislodging the clot. The patient is fine and no additional surgical intervention was necessary at this point according to the surgeon. No impact to patient, but prolonged surgery."

Event description:
According to the report from cryolife representative, "today I received a phone call from dr. (B)(6) , who is a vascular surgeon at (B)(6) . He told me that he had a patient who had a hero implanted 8 years ago, and who was also a recipient of a recent kidney transplant. When dr. (B)(6) went to remove the hero, he noticed a very large fibrinous clot that had attached itself to the distal tip of the venous outflow component. He then called for a cardiac surgeon to assist him to successfully remove the venous outflow component from the patient without dislodging the clot. The patient is fine and no additional surgical intervention was necessary at this point according to the surgeon. No impact to patient, but prolonged surgery."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.